Event description:
It was reported the device became stuck on the guidewire. The 70% stenosed and moderately calcified target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream? Xc catheter was selected for a lower extremity (le) angiogram and atherectomy procedure to treat peripheral artery disease (pad) in the sfa. Boston scientific's rotaglide atherectomy lubricant was used with the jetstream? Xc catheter. During the procedure, the jetstream? Xc catheter could not be removed, and the device became entrapped on the unknown-brand guidewire. Both the jetstream? Xc catheter and the unknown-brand guidewire had to be removed together as one unit. An alternate device was used to complete the procedure. The unknown-brand guidewire was able to be removed from the jetstream? Xc catheter once outside of the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: inspection of the returned jetstream revealed a kink. The complaint was confirmed as the kink is consistent with the reported difficult to remove and stuck on wire. Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks. Microscopic examination revealed no additional damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a kink on the sheath. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause linked to device but unable to trace more specifically.

Event description:
It was reported the device became stuck on the guidewire. The 70% stenosed and moderately calcified target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream? Xc catheter was selected for a lower extremity (le) angiogram and atherectomy procedure to treat peripheral artery disease (pad) in the sfa. Boston scientific's rotaglide atherectomy lubricant was used with the jetstream? Xc catheter. During the procedure, the jetstream? Xc catheter could not be removed, and the device became entrapped on the unknown-brand guidewire. Both the jetstream? Xc catheter and the unknown-brand guidewire had to be removed together as one unit. An alternate device was used to complete the procedure. The unknown-brand guidewire was able to be removed from the jetstream? Xc catheter once outside of the patient. There were no patient complications as a result of this event.